Manufacturer narrative:
The concerto coil has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil failed to deploy. Another coil was used to complete the procedure. The device was discarded. No patient injury was reported as a result of the event.